Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 120mg/dl. The customer did report symptom of feeling low. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/20/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 51mg/dl (B)(6) 2017 04:33 pm fasting: yes, the 49mg/dl (B)(6) 2017 04:31 pm fasting: yes, the 57mg/dl (B)(6) 2017 04:28 pm fasting: yes. Customer is stated that she felt low; customer blood glucose was 51mg/dl. Customer denied the need for an ambulance but customer representative continued to stay on the line with the customer and have her eat. She continually refused an ambulance or medical care. Customer stated that she did not feel she had signs or symptoms of hypoglycemia. Customer is stated that her meter was reading low but she denied medical attention. She stated that she dropped her strips several times and questioning whether the strips are any good. Customer does not have hypoglycemic symtoms.